Manufacturer narrative:
On september 30, 2021, mentor became aware that complaint mrn 1645337-2019-14632 is a duplicate of this complaint file. From now on, any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For lot number: 7503534, the manufacturing date was 08/24/2017 and the sterilization expiration date was 08/23/2022; date of report and device manufacture date have been updated in this report accordingly. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
After clinical/secondary review of this file performed on september 2, 2022, it was decided to remove patient code surgical intervention, to more accurately capture the reported event.

Manufacturer narrative:
On october 12, 2022, the product investigation summary was updated: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Pe¿s visual examination of the device indicated bubbles within the gel were observed. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. Pe concluded the bubbles occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: for the bubbles, at this point it is not possible to determine the root cause. Mentor performs 100% inspection and testing of all devices prior to release. It is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilizing or autoclaving process. The severity level for this complaint code was determined to be a s1, which is defined as: limited (inconvenience or temporary discomfort, transient, or complaints). For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the bubbles were the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. The patient¿s right breast prosthesis was shipped out to mentor since a capsular contracture condition was observed. Implant is a baker grade iii. Pe¿s visual examination of the device indicated bubbles within the gel were observed. No other anomalies were found. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing or that the bubbles were the root cause of the capsular contracture. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilization or autoclaving process. These bubbles will not detract from the safety or efficacy of the prosthesis and will diffuse and dissipate of their own accord. Bubbles are a known complication associated with these devices and are referenced in our current product insert data sheet.

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00204300. On 8/17/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Pe¿s visual examination of the device indicated bubbles within the gel were observed. No other anomalies were found. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00204300. It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture. On (B)(6)2018, the patient underwent surgical intervention to treat their capsular contracture baker grade ii. They were also prescribed accolate after that appointment. On (B)(6) 2018, a physician diagnosed the patient with capsular contracture baker grade iii. By the time of their scheduled explantation on (B)(6) 2018, the patient's capsular contracture had progressed to baker grade IV. The patient's impacted device was replaced by a mentor gel breast implant.